Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). No further information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)," which was confirmed during the functional testing and the archive data review. The root cause of the ua07 was a failed load cell, likely attributed to failed component(s) or mishandling, such as a drop. Upon visual inspection, no physical damage was observed. Upon further inspection, unrelated to the reported complaint, a flickering lcd backlight was noted. The root cause was a processor board failure, likely attributed to failed component(s). The processor board was replaced to address the observed lcd backlight issue. The archive data indicated several ua07 messages around the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to ua07 displayed upon powering up, thus, confirming the customer's reported complaint. The load cell characterization check revealed a failed single point load cell #2, which was replaced to address the ua07. Following part replacement, the autopulse platform was subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes. The platform passed without any fault or error. Following service, a load cell characterization test was performed again, confirming that both cell modules function within the specification. The autopulse platform passed all the final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).